Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that following insertion the patient experienced erosion and recurrence and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh were implanted. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.